Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102- charge profile fault) has been confirmed. Upon investigation the monitor failed was unable to pass incoming functionality testing. The cause for the malfunction was isolated to foreign contamination of the pca connectors j1000. The root cause of the reported contamination could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that a monitor had a service code 102 (charge profile fault).